Manufacturer narrative:
(B)(4). Date sent: 12/05/2017. Batch # p9330x. Additional information was requested and the following was obtained: can you please clarify how the ""clips were not fed into the jaws properly""? No information. Did the clips not feed at all into the jaws? No information. Did the clips slow feed into the jaws? No information. Did the clips sideways feed into the jaws? No information. Did multiple clips feed into the jaws? No information. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and 11 clips were found inside clip track. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clips were not fed into the jaws properly. The doctor was not sure if the device had any problems before use. Another device was used to complete the case. There were no adverse consequences to the patient.